Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about seven years. A request was made to have a data analysis from this implantable device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.